Event description:
Ous MDR - after an implant duration of about 31 months, it was reported that the device could not be interrogated. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR - the device was implanted for 31 months. Upon receipt, the clinical observation was confirmed, the ICD could not be interrogated. The device history record was inspected, documenting that the device performed as expected during the device mfg. At a next step, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. During the electrical analysis, a depleted battery was noted. Subsequently, the electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be within spec with an external power supply attached. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed, and the device sensed the attached heart signals free of noise. To determine the root cause of the battery depletion, the battery was sent to the MFR for further analysis. Currently, the battery is being analyzed by the MFR. In summary, a premature battery depletion was confirmed.